Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer reported that they had performed the pump error detected alarm troubleshoot and second power error detected alarm occurred within 4 hours of troubleshooting of the previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue on the electrical board. Device received with missing serial number label.